Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a hms plus instrument, it was reported that the system was giving an abnormal co ntrol that is outside the maximum range. The instrument was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic service spoke to biomed, and recommended rerun liquid qc but to reconstitute controls for at least 30min before controls are run. Biomed was able to pass abnormal qc without error. No service is needed or required. No further action required

Manufacturer narrative:
Medtronic received additional information that the lot numbers of control cartridges used is 230292347. Liquid controls were used. There was no error code associated with this issue. No control values were obtained or used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.